Event description:
It was reported that during treatment of a lesion in the ostium of the rca, the stent was lost in the aorta. After physicians received the angiogram it was felt that the stent would not be retrieved unless the pt developed symptoms.